Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the alarm was cleared but the alarm came back. Customer stated that the alarm cannot be cleared. Customer has switched to lantus as a back-up plan. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.